Event description:
A customer reported that the needle bellows on the coulter hmx hematology analyzer with autoloader were not draining. The leak dripped onto the counter and the floor. No patient samples were affected nor were erroneous results reported out of the laboratory. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse noticed that the bellows were not draining due to poor venting. The fse changed the venting pathway to the vacuum waste chamber. Repair was verified per established procedures. (B)(4).